Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection. A revision was performed and the rv lead was explanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. There was no indication that the rv lead will be returned.